Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found damage to the first proximal stent row with stent struts lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that stent damage and shaft break occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.50x38mm promus element¿ long drug-eluting stent was advanced but failed to cross the lesion. However, while pushing the stent forward, the stent struts were damaged and the shaft was broken. The device was completely removed as a whole from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.